Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The initial visual inspection and functional testing identified the reported issue as resulting from a fray in the eva material due to the bag being dragged or impacted along its side. The cause of the condition is unknown. Should additional relevant information become available a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking on the left lower corner. The leak was discovered during the compounding process. This report documents no patient involvement or adverse events. No additional information is available.